Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-23579 related manufacturer reference number: 2017865-2023-23582 it was reported the patient presented to the hospital with fever and flu like symptoms. Labs revealed both the right ventricular and atrial leads had fungioma growth. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was discharged after recovering.